Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. There were no issues during treatment of the left sided veins, the physician then moved to the right sided veins. The catheter was in flower mode, the wire was advanced into the right superior pulmonary vein (rspv) without issues. Then, the catheter was undeployed to basket mode and more wire manipulation was performed. At this point, a lot of resistance was felt on the wire. The catheter was removed from the body, and it was found that there was tissue on the guidewire. The wire was replaced and the same catheter was used to complete the procedure. No patient complications were reported. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported allegation is confirmed based on a photo provided. Tissue was stuck within the tip of the catheter. A warning is issued in the device labeling regarding tissue or vessel damage when advancing or retracting components. The IFU provides a warning that if resistance is felt during retraction of the guidewire, do not continue to retract the guidewire until cause of resistance is determined as this may result in cardiac trauma.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. There were no issues during treatment of the left sided veins, the physician then moved to the right sided veins. The catheter was in flower mode, the wire was advanced into the right superior pulmonary vein (rspv) without issues. Then, the catheter was undeployed to basket mode and more wire manipulation was performed. At this point, a lot of resistance was felt on the wire. The catheter was removed from the body, and it was found that there was tissue on the guidewire. The wire was replaced and the same catheter was used to complete the procedure. No patient complications were reported. The device is not expected to return for analysis as it was disposed.